Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was in the clinic on (B)(6) 2021 and has peritonitis. Additional follow-up was conducted through the pdrn. The pdrn did not provide any information pertaining to the peritonitis event aside from stating the patient did something at treatment connection (unspecified) that they were not supposed to do. This resulted in the peritonitis. The pdrn stated the event was unrelated to any fresenius product. No further information was obtained.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was in the clinic on (B)(6)2021 and has peritonitis. Additional follow-up was conducted through the pdrn. The pdrn did not provide any information pertaining to the peritonitis event aside from stating the patient did something at treatment connection (unspecified) that they were not supposed to do. This resulted in the peritonitis. The pdrn stated the event was unrelated to any fresenius product. No further information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no culture results or cause of the peritonitis was provided, the peritoneal dialysis registered nurse (pdrn) reported that the patient¿s incorrect actions (unspecified) during the connection of treatment resulted in the peritonitis event. All dialysis treatments include risk of infection to the patient due to immune compromise and dialysis techniques increasing the potential for microbial contamination. The majority of pd related peritonitis results from touch contamination where the patient or caregiver inadvertently breaks sterile technique and contaminates the connections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a separate issue, it was reported that a peritoneal dialysis (pd) patient was in the clinic on (B)(6) 2021 and has peritonitis. Additional follow-up was conducted through the pdrn. The pdrn did not provide any information pertaining to the peritonitis event aside from stating the patient did something at treatment connection (unspecified) that they were not supposed to do. This resulted in the peritonitis. The pdrn stated the event was unrelated to any fresenius product. No further information was obtained.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. The pdrn stated the patient received an alarm on an unknown date in may requiring the patient to set up with new supplies during treatment which could have resulted in a touch contamination of the supplies. However, in the initial call to technical support on (B)(6) 2021, the patient contact denied receiving any alarms. The pdrn did not have a specific alarm or date to reference. Additionally, the pdrn originally reported the patient did something at connection which resulted in the peritonitis, but that it was unrelated to any fresenius product. Although the cause of the peritonitis is suspected touch contamination, it was not confirmed. The majority of pd related peritonitis results from touch contamination where the patient or caregiver inadvertently breaks sterile technique and contaminates the connections. The culture result of staphylococcus aureus supports this suspicion as this bacterium colonizes human skin and hands. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was in the clinic on (B)(6) 2021 and has peritonitis. Additional follow-up was conducted through the pdrn. The pdrn did not provide any information pertaining to the peritonitis event aside from stating the patient did something at treatment connection (unspecified) that they were not supposed to do. This resulted in the peritonitis. The pdrn stated the event was unrelated to any fresenius product. Additional information was received on (B)(6) 2021 during a follow-up call. Additional information provided on (B)(6) 2021 documented that this patient was experiencing abdominal pain. The patient went to the pd clinic and had pd effluent cultures obtained on (B)(6) 2021. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was prescribed ip vancomycin 1.5 g (frequency and duration unknown) on an outpatient basis. The pd culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The cause of the peritonitis is suspected touch contamination. The pdrn stated the patient received an unknown alarm during treatment on the liberty select cycler in may (date not provided) resulting in the patient setting up with new supplies which could have caused the patient to contaminate the supplies. No further information was provided.